Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was renal failure. The caller stated that the customer had liver and kidney failure and bacterial infection. The caller did not know the customer's blood glucose at the time of death. The caller stated that the customer went to the hospital for a follow-up in (B)(6) of 2016 and the doctor disconnected the customer's insulin pump due to non-stabilized blood glucose. The caller stated that the customer was not wearing the insulin pump at the time of death; if had been disconnected one month prior to passing. The caller did not know whether the customer was using sensors or not. The caller stated they do not have the customer's insulin pump.